Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged infection, hospitalization, or gastric tube placement is related to v.a.c therapy. There have been several attempts made to gather additional info, but there has been no response. It is unk when this event occurred as this info has not been provided. Kci has not been able to obtain sufficient info to establish a root cause.

Event description:
The following info was reported to kci by the kci rep: the pt's husband alleged that v.a.c therapy allegedly caused more harm than good. He alleged the pt experienced an infection requiring hospitalization and placement of a gastric tube. No additional info is available.